Manufacturer narrative:
(B)(4). An investigation was performed on this complaint. When reviewing similar reportable events, we have not found any cases that may relate to the issue investigated here: caregiver did not give enough attention to the condition of the equipment. There is no complaint trend for these kinds of events. The hoist was put through a function test by the arjohuntleigh representative that visited the customer site. The device was in a full electrical working order. The device castors were found to be sticky, could not rotate freely. From that perspective, it appears the device was not up to specification at the time of the incident. It can be suggested that this castors malfunction was observable to the caregiver prior to this unfortunate event. Based on the collected information, findings made during the inspection of the involved device conducted by a quality engineer, we (arjohuntleigh) have been able to establish that the event occurred due to the combination of two factors: the condition of the device castors and the inadequate state of the facility floor. Taking into the consideration these two factors it appears that due to sticky castors as well as an uneven surface of the floor, the castors were not moving in a proper way and got detracted. The possible sequence of the events presented above seems to be the most probable and to be in line with the event description as well as outcome. Our evaluation appears to point to a use error having occurred. On the labelling there is particular attention to the responsibility of the device owner to make sure that the castors working condition is maintained. If the IFU and the correct transferring procedure would have been followed with using adequate precautions, the event would have been avoided. This is to be communicated to the customer.

Event description:
Arjohuntleigh received a customer complaint indicating that at the time of moving the maxi twin device by the caregiver, the device moved sideways, and as a result, hit a skirting board. As a consequence of this event, the caregiver fell against the hoist, hitting her head on the remote control holder. This complaint is reported due to the unfortunate event that lead to the head injury: concussion, not because of the malfunction of the castors. When the event occurred, the device was not being used for treatment or diagnosis the patient nevertheless it played a role in the event.